Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for in-clinic follow up with the right ventricular lead exhibiting noise. The patient was pacemaker dependent, and the physician elected to program the transvenous pacing system to vvi and implant a leadless pulse generator on (B)(6) 2020 for single chamber pacing. The patient was in stable condition.